Event description:
It was reported that during use with bd vacutainer® barricor¿ lh plasma blood collection tube there was poor barrier separation and erroneous results (lower na and cl values) were obtained. There was no report of confirmatory testing. Samples were not re-collected. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a separator position issue. According to the customer's report, the separator was found to have not fallen down after centrifugation, with lower na and cl values (electrolytes).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 06/07/2023. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. It is also noted that tube appeared to be underfilled. Additionally, retention samples of the incident lot were selected from bd inventory for clinical evaluation and upon completion, poor barrier separation and erroneous results was not observed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (poor barrier separation, erroneous results-sodium and chloride) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided. Retention samples performed as expected. This complaint is unable to be confirmed for erroneous results based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® barricor¿ lh plasma blood collection tube there was poor barrier separation and erroneous results (lower na and cl values) were obtained. There was no report of confirmatory testing. Samples were not re-collected. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a separator position issue. According to the customer's report, the separator was found to have not fallen down after centrifugation, with lower na and cl values (electrolytes).